Event description:
It was reported that the iLet displayed repeated Alert 41 indicating an insulin shaft rewind error, consistent with a failure to infuse, and the patient¿s agent arranged a replacement while the patient reverted to subcutaneous insulin pens for back¿up therapy; the implicated device component was firmware. Symptoms included hyperglycemia with a reported high of 241 mg/dL. Outcomes included unexpected medical intervention in the form of medication administration and did not include serious injury or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the device¿s firmware. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.